Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to retract and failure to extend the helix. The lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with helix found retracted and clogged with blood/tissue. X-ray inspection found the inner coil was overtorqued with one filar broken / separated inside the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and overtorqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.